Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges unspecified injuries on (B)(6) 2011.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges unspecified injuries on (B)(6) 2011. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of composix ex mesh. Per operative notes, ¿an incision was made through the old scar in the periumbilical area through skin and subcutaneous tissue to the hernia defect. The hernia sac was dissected out. A composix ex mesh was placed into the abdominal wall and secure it with sutures.¿ (B)(6) 2011 ¿ patient was diagnosed with recurrent ventral incisional hernia, adhesion, hereby underwent laparoscopic repair with implant of synthetic mesh and explant of composix ex mesh. Per operative notes, ¿a midline incision was made through skin and subcutaneous tissue to the underlying hernia and freed mesh. The hernia sac was dissected out. The large piece of old mesh was removed entirely. Omentum somewhat adherent, was freed off with blunt and sharp dissection. A synthetic mesh was placed into the abdomen and secure it with sutures.¿ (B)(6) 2013 - patient was diagnosed with large abdominal wall hernia on the right and lateral to the umbilicus thereby underwent open repair with implant of synthetic mesh. (B)(6) 2015 ¿ patient was diagnosed with complex recurrent incisional hernia, adhesion, thereby underwent laparoscopic repair with implant of biological mesh. (B)(6) 2017 ¿ patient was diagnosed with infected mesh, inflammation, wound thereby underwent open repair with removal of previously placed meshes and primary repair. (B)(6) 2018 - patient was diagnosed with incisional recurrent ventral hernia, pain thereby underwent open repair with implant of biological mesh.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. Updated fields: updated fields: a2, b2, b4, b5, b7, d1, d3, d4 (catalog number, lot number, UDI, expiry date), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected field : d6a(implant date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.